Event description:
Ligasure instrument was plugged into correct ligasure bovie machine. An error popped up stating the instrument was not recognized. We unplugged it and plugged it in multiple times. We tried unplugging it and turning the machine off and back on. Each time receiving the same error. We opened a new ligasure instrument (with a different lot number) and that one worked.